Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. However, the customer returned eight, unused, sterile proglide devices for evaluation with the same part ((B)(4)) and lot number (30924k1), as the complaint device. Functional testing was performed, devices were deployed and performed according to specifications. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation. Investigation is not complete. A follow-up report will be filed with all additional, relevant information.